Manufacturer narrative:
Batch review performed on 29-apr-2022. Lot 2103937: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot. 2103688. Batch review performed on 29-apr-2022. Lot 2103688: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause is unknown. At 1 month after the primary surgery, the surgeon revised the metaphysis and liner. The surgery was completed successfully.